Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. No motor error alarm noted during testing.

Event description:
It was reported that the customer was hospitalized with low blood glucose less than 20mg/dl. The caller also stated that the insulin pump alarmed motor. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the priming technique and it was correct. No further information was provided.